Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Photo analysis: based on the photographic evidence the belief is that the complication was the result of deck deflection. The complication was the result of the tissue being beyond the ecr60d (gold) staple cartridge¿s gap specification and the device¿s ability to bring the captured tissue into thickness compliance.

Manufacturer narrative:
(B)(4). Additional information: conforming cartridge (a, b) ecr60d, l53u89 were received fully fired and in good visual conditions.

Event description:
It was reported that during an unknown procedure, the device was fired with a total of two gold reloads and three blue reloads. The staples in the starting position of the staple line were irregular after the device was fired with the first gold reload. The staples in the middle position (about 1 cm long) of staple line were malformed after the device was fired with the second gold reload. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient reported. Pictures are attached for reference.